Event description:
It was reported that the patient passed away. The device was unable to be interrogated after explant. The patient was last seen for a device check in 2007. No problems with the device or patient were indicated at that time, and the estimated end of life for the device was 15 months. He was apparently scheduled for his annual check the week of his death. Additional information received from the physician reports the cause of death was cardiac "arrhythmia probable" and not related to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis found that the battery was at eri (elective replacement indicators), and the device was fully functional. The eri was the result of normal battery depletion. It was reported that the patient passed away. The device was unable to be interrogated after explant. The patient was last seen for a device check in 2007. No problems with the device or patient were indicated at that time, and the estimated end of life for the device was 15 months. He was apparently scheduled for his annual check the week of his death. Additional information received from the physician reports the cause of death was cardiac "arrhythmia probable" and not related to the device system. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination end of life - expected battery device evaluated and alleged failure could not be duplicated interrogate, difficult to.